Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The external iliac arteries were 9 mm in diameter and they were excessively calcified and angulated. Both hypogastric arteries were coil embolized 2 weeks before the procedure in preparation for this endovascular procedure. In addition to the abdominal aneurysm, the pt had bilateral iliac aneurysms. It was reported that after the stent graft was implanted, the stent graft system was ballooned with a reliant balloon in a normal fashion. A post angiogram was shot that showed a type 3 endoleak in an extremely angulated area of the stent graft where there was a chunk of calcium that coincided with a junction with an extension limb. The area of the type 3 endoleak was relined with an aneurx iliac cuff and successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (secondary intervention) - -(type iii, separation). Evaluation, results/conclusions: endoleak; excessively angulated and calcified iliac arteries.